Manufacturer narrative:
Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious, expected event of ischaemia at the implant site, the non-serious, expected event of bruising at the implant site, and the non-serious, unexpected events of headache and vomiting were considered possibly related to the restylane skinbooster vital treatment. Serious criteria for ischemia included the need for medical intervention to prevent permanent damage with several corrective treatments to remove hyaluronic acid implants, presumably with hyaluronidase. The headache and nausea events were considered unexpected due to the severe presentation. Potential contributory factors for headache and nausea include recent botulinum toxin treatments. The non-serious, expected event of blurred vision and the non-serious, unexpected events of vith nerve disorder, heterophoria, eyelid ptosis and lacrimation decreased were considered unrelated to both filler treatments. Potential etiologies for all of the ocular events include recent botulinum toxin injections in the periocular and glabella regions since the delayed onset is consistent with the known risks for the toxin and the causality assessment in the ophthalmology consultation report. Etiologies for blurred vision per the ophthalmologist, included mild decreased tear production from the toxin and undertreated myopia, a very common disorder in the general population. Lopidine eye drops were prescribed to reduce intraocular pressure but no risk of permanent disability was reported as the patient was expected to recover in one to two months as the toxin effect waned. All of the reported events were considered unrelated to the restylane defyne treatment of the jaw line, since the restylane skinbooster vital and botulinum toxin treatments to the temples, glabella and forehead were injected in much closer proximity to the areas affected. The case meets the seriousness criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 03-apr-2019 by a female consumer, which refers to herself (unknown age). No information about medical history and concomitant medication has been provided. The patient had no known allergies. On (B)(6) 2019, the patient received treatment by a nurse with 2 ml (1 ml per side) restylane lyft lidocaine (lot: 16318) to cheek for lift/volume loss, 0.8ml (0.4ml per side) restylane skinbooster vital light lidocaine (lot: 16202) to tear trough, 2 ml restylane defyne (lot: 16530-1), 0.8 ml per side in jaw line and 0.4 ml in chin, and 50 units of botulinum toxin (botulinum toxin) in glabella to lift the brows. On (B)(6) 2019, the patient received treatment by the same nurse with restylane skinbooster vital (lot: 15125) for skin structure in chin area (unknown amount) and 50 units botulinum toxin (botulinum toxin) around the eyes for lines and to open up the gaze. On (B)(4) 2019, the patient received treatment by the same nurse with 0.4ml restylane defyne (lot unknown) as correction of the jaw line and restylane skinbooster vital lidocaine (lot: 16536) to temples and forehead for some volume, 0.6 ml per side; 0.3 ml in temples and 0.3 ml up towards forehead. The rest of the restylane skinbooster vital lidocaine was injected for skin structure in chin area. The injection techniques and needle types were not reported. On (B)(6) 2019, the patient experienced a bruise(implant site bruising) on the temple on the right side. After treatments with restylane and botox the patient had experienced complications and adverse reactions. According to the patient, during the treatment on (B)(6) 2018, she got restylane in a blood vessel that led to vascular ischemia(implant site ischaemia) on the left side of the temples. The patient was bad for two days and had to take time off from work. The patient experienced extremely severe headaches and pressure inside the skull(headache) and had to vomit several times (vomiting) to reduce the pressure in the skull. On (B)(6) 2019, the patient was advised to go to the clinic to remove the restylane. The patient had been to the clinic three times to remove the rest of the restylane from the temples and chin. According to the patient, she got lop sided on one eye, bothered by blurred vision (vision blurred) and on (B)(6) 2019, the patient visited an ophthalmologist for an eye check-up. The ophthalmologist reported that after the restylane was removed, the patient experienced heavy eyelid on the left side and blurred vision that constantly bothered her. During a period lopedine dripping in the eyes. The ophthalmologist findings were mild ptosis on left side/heavy eyelid left side/lop-sided on one eye(eyelid ptosis) and esophoria (heterophoria) when looking straight forward, less when looking to the right, more when looking to the left, indicating a mild abducens paresis (vith nerve disorder). Poor tear film (lacrimation decreased) on both eyes with but 3-4 seconds. Clear ocular media. Fine papillae and maculae. Vision: 1.0- med -0.75 -0.75 20 gr right 0.9+ med -0.5 -0.75 140 gr left. Tension: 18 mm on both eyes. It was also reported that poor tear film, ptosis and mild abducens paresis were probably adverse reactions from the botox injections close to the eyes. Less probable that the ptosis could be blamed on restylane. Blurred vision due to poor tear film and mild under-corrected myopia. The adverse reactions would probably disappear in 1-2 months. The patient was advised to use artificial teardrops to clear the vision. A gradual spontaneous improvement was expected. The patient has got a new appointment in the beginning of june. Outcome at the time of the report: restylane in a blood vessel that led to vascular ischemia was unknown. Extremely severe headaches and pressure inside the skull was unknown. Had to vomit several times was unknown. Bruise was unknown. Mild ptosis on left side/heavy eyelid left side/lop-sided on one eye was unknown. Blurred vision was unknown. Mild abducens paresis was unknown. Poor tear film was unknown. Esophoria was unknown.

Manufacturer narrative:
The adverse events were assessed as unrelated to restylane defyne, the initial case was therefore not reportable according to 21cfr803.50 and was submitted in error. Should additional information be received that changes the relationship of the events to the product, a follow up report will be submitted with the additional information.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6)2019 by a female consumer, which refers to herself (unknown age). No information about medical history and concomitant medication has been provided. The patient had no known allergies. On (B)(6)2019, the patient received treatment by a nurse with 2 ml (1 ml per side) restylane lyft lidocaine (lot 16318) to cheek for lift/volume loss, 0.8ml (0.4ml per side) restylane skinbooster vital light lidocaine (lot 16202) to tear trough, 2 ml restylane defyne (lot 16530-1), 0.8 ml per side in jaw line and 0.4 ml in chin, and 50 units of botulinum toxin [botulinum toxin] in glabella to lift the brows. On (B)(6)2019, the patient received treatment by the same nurse with restylane skinbooster vital (lot 15125) for skin structure in chin area (unknown amount) and 50 units botulinum toxin [botulinum toxin] around the eyes for lines and to open up the gaze. On (B)(6)2019, the patient received treatment by the same nurse with 0.4ml restylane defyne (lot unknown) as correction of the jaw line and restylane skinbooster vital lidocaine (lot 16536) to temples and forehead for some volume, 0.6 ml per side; 0.3 ml in temples and 0.3 ml up towards forehead. The rest of the restylane skinbooster vital lidocaine was injected for skin structure in chin area. The injection techniques and needle types were not reported. On (B)(6)2019, the patient experienced a bruise(implant site bruising) on the temple on the right side. After treatments with restylane and botox the patient had experienced complications and adverse reactions. According to the patient, during the treatment on (B)(6)2018, she got restylane in a blood vessel that led to vascular ischemia(implant site ischaemia) on the left side of the temples. The patient was bad for two days and had to take time off from work. The patient experienced extremely severe headaches and pressure inside the skull(headache) and had to vomit several times (vomiting) to reduce the pressure in the skull. On (B)(6)2019, the patient was advised to go to the clinic to remove the restylane. The patient had been to the clinic three times to remove the rest of the restylane from the temples and chin. According to the patient, she got lop sided on one eye, bothered by blurred vision (vision blurred) and on (B)(6)2019, the patient visited an ophthalmologist for an eye check-up. The ophthalmologist reported that after the restylane was removed, the patient experienced heavy eyelid on the left side and blurred vision that constantly bothered her. During a period lopedine dripping in the eyes. The ophthalmologist findings were mild ptosis on left side/heavy eyelid left side/lop-sided on one eye(eyelid ptosis) and esophoria (heterophoria) when looking straight forward, less when looking to the right, more when looking to the left, indicating a mild abducens paresis (vith nerve disorder). Poor tear film (lacrimation decreased) on both eyes with but 3-4 seconds. Clear ocular media. Fine papillae and maculae. Vision: 1.0- med -0.75 -0.75 20 gr right 0.9+ med -0.5 -0.75 140 gr left. Tension: 18 mm on both eyes. It was also reported that poor tear film, ptosis and mild abducens paresis were probably adverse reactions from the botox injections close to the eyes. Less probable that the ptosis could be blamed on restylane. Blurred vision due to poor tear film and mild under-corrected myopia. The adverse reactions would probably disappear in 1-2 months. The patient was advised to use artificial teardrops to clear the vision. A gradual spontaneous improvement was expected. The patient has got a new appointment in the beginning of june. Outcome at the time of the report: restylane in a blood vessel that led to vascular ischemia was unknown. Extremely severe headaches and pressure inside the skull was unknown. Had to vomit several times was unknown. Bruise was unknown. Mild ptosis on left side/heavy eyelid left side/lop-sided on one eye was unknown. Blurred vision was unknown. Mild abducens paresis was unknown. Poor tear film was unknown. Esophoria was unknown.